Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode (B)(4)) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6)2013 to (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. No personal medical-surgical history of interest. As concurrent condition the report mentioned allergic reaction to analgesics. The only concomitant product mentioned was mirena (levonorgestrel) from (B)(6) 2018 to (B)(6) 2018 with a previous dosage regimen from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 1145 days after essure insertion, she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), syncope ("syncope after taking tranexamic shot"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding") and fatigue ("very tired"). The patient was hospitalised from (B)(6) 2018. The patient was treated with tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy(B)(6) 2018 by laparoscopy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on(B)(6) 2018: contact sensitization by metals not detected. [Haematocrit] on (B)(6) 2017: 39 %. [Haemoglobin] on (B)(6) -2017: 9.9 g/dl. [Hysteroscopy] on (B)(6) 2009: essure placement. [Pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations. [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix. [X-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-may-2022: follow up received via lawyer: report now medically confirmed, reporters, plaintiff birth date, medical history, test data added (none reported previously besides allergy to diclofenac). Addition of event: fatigue. The event genital hemorrage was specified to heavy menstrual bleeding. Comment was added from risk assessment and hospital service. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics. No personal medical-surgical history of interest. In 2008, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), syncope ("syncope after a tranexamic shot"), vulvitis ("irritative vulvitis") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, genital haemorrhage, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, syncope, vulvitis and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, metrorrhagia, microcytic anaemia, pelvic pain, swelling, syncope, uterine haemorrhage and vulvitis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no personal medical-surgical history of interest. Concurrent conditions included allergic reaction to analgesics. In 2008, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), syncope ("syncope after a tranexamic shot"), vulvitis ("irritative vulvitis") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total hysterectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, genital haemorrhage, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, syncope, vulvitis and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, metrorrhagia, microcytic anaemia, pelvic pain, swelling, syncope, uterine haemorrhage and vulvitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode 2022a077203) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6) 2013 to (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. No personal medical-surgical history of interest. As concurrent condition the report mentioned allergic reaction to analgesics. The only concomitant product mentioned was mirena (levonorgestrel) from (B)(6) 2018 to (B)(6) 2018 with a previous dosage regimen from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 1145 days after essure insertion, she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), syncope ("syncope after taking tranexamic shot"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding") and fatigue ("very tired"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy (B)(6) 2018 by laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected. [Haematocrit] on (B)(6) 2017: 39 %. [Haemoglobin] on (B)(6) 2017: 9.9 g/dl. [Hysteroscopy] on (B)(6) 2009: essure placement. [Pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural. Leiomyomas, left and right tube with patent lumen without significant morphological alterations. [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix. [X-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") and syncope ("syncope after taking tranexamic shot") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was mirena. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode (B)(6)) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6) 2013 to (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. No personal medical or surgical history of relevance at the time of the events. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 260 days after essure insertion, she experienced drug hypersensitivity ("allergic to diclofenac"). On (B)(6) 2012 she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2013, the patient had mirena inserted (intra-uterine), releasing product at 20 g per day, continuously. A new mirena was inserted on (B)(6) 2018. It was removed on (B)(6) 2018. A new mirena was inserted. Mirena was removed on (B)(6) 2018. Essure was removed on (B)(6) 2018. On unknown dates she experienced syncope (seriousness criterion medically important), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding") and fatigue ("very tired"). The patient was hospitalised from (B)(6) 2018. The patient was treated with tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy 6-sep-18 by laparoscopy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, vulvitis, fatigue and drug hypersensitivity had not resolved. The outcomes for syncope and abnormal uterine bleeding were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, drug hypersensitivity, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure and mirena administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. After the removal of the essure device, patient has found it difficult to recover from the after-effects and symptoms, to the extent that the disorders from which she suffers have worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected [haematocrit] on (B)(6) 2017: 39 % [haemoglobin] on (B)(6) 2017: 9.9 g/dl [hysteroscopy] on (B)(6) 2009: essure placement [pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations [ultrasound abdomen] on (B)(6) 2019: pain due to essure? [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix [x-ray of pelvis and hip] on (B)(6) 2009: correct essure placement quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: follow-up: event allergic to diclofenac was added. Patient did not recover from the events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") and syncope ("syncope after taking tranexamic shot") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode 2022a077203) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6) 2013 to (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. No personal medical or surgical history of relevance at the time of the events. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 260 days after essure insertion, she experienced drug hypersensitivity ("allergic to diclofenac"). On (B)(6) 2012 she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced syncope (seriousness criterion medically important), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding") and fatigue ("very tired"). The patient was hospitalised from (B)(6) 2018. The patient was treated with mirena (levonorgestrel), tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy (B)(6) 2018 by laparoscopy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, vulvitis, fatigue and drug hypersensitivity had not resolved. The outcomes for syncope and abnormal uterine bleeding were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, drug hypersensitivity, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. After the removal of the essure device, patient has found it difficult to recover from the after-effects and symptoms, to the extent that the disorders from which she suffers have worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected [haematocrit] on (B)(6) 2017: 39 % [haemoglobin] on (B)(6) 2017: 9.9 g/dl. [Hysteroscopy] on (B)(6) 2009: essure placement. [Pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations. [Ultrasound abdomen] on (B)(6) 2019: pain due to essure? [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix [x-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after internal rewiew, mirena was amended from suspect drug to treatment drug for heavy menstrual bleeding; dosing regimen of mirena was only from (B)(6) 2013. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of intermenstrual bleeding ("abundant metrorrhagia") and syncope ("syncope after taking tranexamic shot") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was mirena for heavy menstrual bleeding. The patient had a medical history of partial expulsion of iud (mirena removed, see linked episode (B)(4)) on (B)(6) 2018, bartholin's cyst (removed in (B)(6) 2014) from (B)(6) 2014, fibromyalgia, asthma, illness (under amchafibrin) and anxiodepressive syndrome. No personal medical or surgical history of relevance at the time of the events. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 260 days after essure insertion, she experienced drug hypersensitivity ("allergic to diclofenac"). On (B)(6) 2012 she experienced intermenstrual bleeding (seriousness criteria hospitalisation and intervention required). On (B)(6) 2013, the patient had mirena inserted (intra-uterine), releasing product at 20g per day, continuously. Mirena was removed on (B)(6) 2013. Essure was removed on (B)(6) 2018. On unknown dates she experienced syncope (seriousness criterion medically important), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), vulvitis ("irritative vulvitis"), abnormal uterine bleeding ("abnormal uterine bleeding") and fatigue ("very tired"). The patient was hospitalised from (B)(6) 2018. The patient was treated with tranexamic acid and amchafibrin (tranexamic acid) as well as surgery (autolysis tried, total hysterectomy with bilateral salpingectomy (B)(6) 2018 by laparoscopy). At the time of the report, the intermenstrual bleeding, heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, vulvitis, fatigue and drug hypersensitivity had not resolved. The outcomes for syncope and abnormal uterine bleeding were unknown. The reporter considered abdominal pain, abnormal uterine bleeding, drug hypersensitivity, fatigue, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, microcytic anaemia, pelvic pain, swelling, syncope and vulvitis to be related to essure administration but saw no causal relationship between heavy menstrual bleeding, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, syncope, vulvitis, abnormal uterine bleeding, intermenstrual bleeding, fatigue or drug hypersensitivity and mirena. The reporter commented: medical report of risk management service: the device insertion technique was carried out following the recommendations in this regard (hysteroscopy). To date, no causal relationship had been found between essure and the symptomatology alleged in the claim. The indication for the hysterectomy performed on (B)(6) 2018 was due to a frame of metrorrhagia that produced anemia and did not subside with pharmacological treatment and not due to the existence of the essure device. The anatomo-pathological study of the excised pieces revealed a secretory endometrium and the presence of two myomatous formations that corresponded to submucosal and intramural leiomyomas, origin of the metrorrhagia. All of the above supported the correctness of the care process carried out in this patient, taking into account the knowledge, scientific evidence and existing protocols at the time of the events. After a legal medical analysis of the case, the argumentation set forth in the claim was not justified. Hospital assessment (extract): the entire argumentation of the claim was meaningless. Everything had been done according to the usual clinical practice, reflected in the history and the subsequent frame that had presented was not related to essure. After the removal of the essure device, patient has found it difficult to recover from the after-effects and symptoms, to the extent that the disorders from which she suffers have worsened. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: contact sensitization by metals not detected [haematocrit] on (B)(6) 2017: 39 %. [Haemoglobin] on (B)(6) 2017: 9.9 g/dl. [Hysteroscopy] on (B)(6) 2009: essure placement. [Pathology test] on (B)(6) 2018: secretory endometrium, submucosal and intramural leiomyomas, left and right tube with patent lumen without significant morphological alterations [ultrasound abdomen] on (B)(6) 2019: pain due to essure? [Ultrasound scan vagina] on (B)(6) 2009: correct essure placement; on (B)(6) 2018: iud in situ after insertion; on (B)(6) 2018: iud removed from cervix. [X-ray of pelvis and hip] on (B)(6) 2009: correct essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. For mirena intrauterine device: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: due to technical problems in the submission of the significant amendment of 19-oct-2023 mirena was re-entered as suspect drug here though it was reported as a treatment drug with internal review on 19-oct-2023. All information was transferred to duplicate case (B)(4) (essure case with mirena entered as treatment drug only), then this case record will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no personal medical-surgical history of interest. Concurrent conditions included allergic reaction to analgesics. In 2008, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), pelvic pain ("pelvic pain"), microcytic anaemia ("chronic microcytic anemia"), abdominal pain ("chronic abdominal pain"), syncope ("syncope after a tranexamic shot"), vulvitis ("irritative vulvitis") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (total hysterectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the metrorrhagia, genital haemorrhage, swelling, hypersensitivity, pelvic pain, microcytic anaemia, abdominal pain, syncope, vulvitis and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, metrorrhagia, microcytic anaemia, pelvic pain, swelling, syncope, uterine haemorrhage and vulvitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: authority reference number received. No new clinical information received, update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.